Event description:
While troubleshooting for a check lines and bags alarm, a technical service representative (tsr) discovered that the heater bag became disconnected from the homechoice (hc) cassette during automated peritoneal dialysis (apd) therapy. The home patient (hp) reported that the connection between the heater bag and cassette was not tightened properly. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However the home patient (hp) reported not tightening the connection properly. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide. It instructs the hp to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.